Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified as the device appears to have been used/disassembled. Visual evaluation of the image received for investigation shows that the sutures were disassembled from the meniscal cinch¿. Additionally, the suture appeared to be damaged. Based on the image of the device from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 7/31/2023, it was reported by an arthrex employee via email that an ar-4500 meniscal cinch had an issue. During an anterior cruciate ligament reconstruction and meniscus suture repair procedure on (B)(6) 2023, the suture was found broken right after opening the product package. No piece broke off inside the patient. The surgery was completed successfully by using a new ar-4500 meniscal cinch. There was no patient harm, and no secondary procedure was needed. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.